Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited an increase in capture thresholds and loss of capture was noted. The device output setting were increased and the lead remained implanted.